Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility called into technical support and reported that a 2008k2 hemodialysis (hd) machine had ultrafiltration (uf) not starting at the beginning of treatment. The issue was noted 20 minutes in and treatment was restarted. The patient was able to complete treatment on the same machine with no issues noted. The target uf removal goal was reached. The patient's condition is fine. The biomedical technician was unable to duplicate the reported issue. Functional testing performed by the biomed confirmed the system was fully functional. The machine has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the unit was pulled from service for evaluation following the event. Functional testing performed by the biomed confirmed that the system was operating properly. The 2008k2 hemodialysis (hd) machine was returned to service at the user facility without issue. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.